Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was further reported the device did not deliver baclofen however it was unknown what medication was in the device. No patient symptoms occurred. The cause of the stopped pump was determined to be that there was interference with the telemetry. The patient was confirmed to be receiving effective therapy. It was again confirmed the issue was resolved and there was no harm to the patient. The reporter didn¿t know the patient name and believed the health care provider (hcp) wouldn¿t either. It was later reported the device manufacturer representative had called the device manufacturer technical services while the issue was in progress. The representative and hcp were told to update the pump again and once they did that the issue resolved. It was again confirmed the patient never experienced any symptoms and the issue was not documented in the patient¿s chart. As a result, the device manufacturer representative felt that the hcp wouldn¿t be able to provide any additional information and suggested the device manufacturer not reach out. No additional information was provided.

Event description:
It was reported that while the healthcare professional (hcp) was programming a dose increase, the pump reverted to stopped pump mode for two minutes upon pump update. It was reviewed that an interruption in telemetry likely caused the stopped pump programming. The pump was re-interrogated, reprogrammed to the desired settings, and updated successfully. It was noted that this resolved the issue. The patient's pump was intended to infuse an unknown intrathecal medication. Additional information was requested, but was not available at the time of report.